Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken cover glass could not be identified. However, it¿s likely the cause is related to excessive use. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the telescope to olympus repair center for evaluation of reported glass at the end of the scope appeared to be cracked. The issue was found during preparation for use for a diagnostic urology procedure. The procedure was completed with a similar device. No patient injury or harm has been reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found broken distal cover glass. Furthermore, the following additional issues (non-reportable) were identified during inspection: a bent outer tube that was received without inner outer adapters and without a protector tube, and stains under the window cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.